Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that there was a power issue. The pump rebooted to verify screen randomly. It was also discovered that there was a crack in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2018 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked above and below the grip pad. The battery cap was not returned. A test battery cap was able to fit securely to power on the pump. The pump was exercised for 12 hours with the test cap with no power interruptions occurring. The complaint of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.